Event description:
It was reported that a 3l dual eva bag leaked. The reporter stated that bag exploded when the nurse was rolling the bag and solution spilled onto the nurse. There was no patient involvement and no injury or medical intervention for the nurse. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.